Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg pocket site. It was noted that patients pocket site was hurting and had drainage. It was believed that infection was not procedure related and unknown if it was device related. Antibiotics were prescribed. The patient underwent an ipg replacement procedure.